Event description:
A malfunction with the pump was reported by a distributor, noting a malfunction code labeled as malf 3. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, thus there was no adverse impact reported. To resolve the issue, the customer was instructed to use multiple daily injections (mdi) as backup therapy, put the malfunctioning pump into storage mode, and return it with a pre-paid label within ten days. Consequently, cts confirmed the shipping address to facilitate pump replacement. However, further details about the patient or healthcare facility were not provided.